Event description:
It was reported that the patient experienced diaphragmatic stimulation and the lead was oversensing. Attempts were made to reprogram the left ventricular (lv) configuration and lv output; however the patient continued to experience the diapragmatic stimulation. The lead was successfully repositioned with no further complications.

Manufacturer narrative:
Na